Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, the sensor failed per specifications due to high readings.

Event description:
It was reported that the customer had a change sensor alarm after changing the sensor. Custom was unable to get clear sensor readings due to sensor and cal error. Customer's blood glucose level was 35 mg/dl. Customer treated with cake frosting and declined troubleshooting for bad sensor alert. Bad sensor alert occurred after a 2nd consecutive cal error. Customer was advised to remove and change out the sensor. Customer was able to run a test plug procedure and the procedure passed. Customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. Customer removed and replaced the sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.